Event description:
The caller reported that the flange separated from the tracheostomy tube. The caller did not know exactly how long the tracheotomy tube was in the pt but she was told it was placed in the pt during surgery. The pt was then brought down to the intensive care unit where it was noticed that the flange was separated from the tracheostomy tube. A surgeon was called who removed the tracheostomy tube and replaced it with another tracheostomy tube.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the tracheostomy tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.